Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Dianeal therapy was discontinued and catheter was removed. Treatment was not reported. The patient did not recover.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12i06079 with no issues noted during the manufacturing process. There were no deviations from standard procedure. No exceptions were noted. A review of all batch record documents was performed on h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).